Manufacturer narrative:
Mindray service reps replaced the system's power supply. System was safety tested to factory specifications.

Event description:
Customer reported the panorama central station shuts down intermittently, which may have resulted on loss of telemetry monitoring. No pt injury was reported.